Event description:
The customer contacted physio-control to request the part number for the device's therapy board. Further information was requested from the reporter regarding the reported failure. The reporter stated that they had no further information. A failure of the therapy pcb assembly could cause the device to fail to deliver therapy to a patient.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement therapy board. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.